Event description:
Product analysis was completed on the handheld device on (B)(6) 2012. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Product analysis on the flashcard was also completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. It is likely that the generator could not be interrogated due to the unresponsive screen of the handheld. Attempts for additional information from the physician's office have been unsuccessful to date.

Event description:
On (B)(6) 2012, the physician's practice manager called to report that the physician was having trouble with the programming system as he was not able to successfully interrogate the patient. When asked details about the interrogation and troubleshooting, the manager responded that the physician was very skilled at vns and she was sure he had already performed all the troubleshooting that he could. She further stated that he was frustrated with the product and didn't want to troubleshoot anymore. A new programming system was sent to the physician and the old one was returned on (B)(6) 2012. It is unclear at this time if the generator has since been communicated with. Analysis on the programming wand has been completed and no anomalies were identified. The wand performed to functional specifications. Analysis on the handheld and flashcard is not yet complete.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.